Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred at the operating room. During insertion the dilator does not lock with the sheath. As a result a new sheath was used.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the dilator does not lock with the sheath could not be confirmed. Returned was a sheath/dilator assembly. The dilator was removed from the sheath. The two components remain together by an interference fit between the step at the base of the dilator hub and the bottom of the opening in the sheath. When the dilator was reinserted into the sheath hub, it locked in place. A light tug on the dilator did not affect the secure connection. When a little more force was applied the dilator unlocked and could be removed from the sheath. The outside diameter (od) of the step at the base of the dilator hub designed to snap into the sheath was measured at two positions, while viewed under a microscope. The od of position 1 measured 0.1565 inches and position 2 (rotated 90 degrees from position measured 0.1562 inches. Both measurements met the dimension specification of 0.156 - 0.158 inches per the dilator graphic. The inner diameter (ID) of the other remarks: sheath hub measured 0.155 inches using pin gauges, which met the dimension specification of 0.154 - 0.156 inches per the sheath graphic. The device history records were reviewed and did not reveal any manufacturing related issues. No problem was found on the returned sample. No further action will be taken.